Manufacturer narrative:
(B)(4). Calcification was reportedly present at the common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Event description:
It was reported that after a peripheral revascularization procedure, arteriotomy closure of the moderately calcified, tortuous, and scarred left common femoral artery was attempted using perclose proglide devices. Reportedly, a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was attempted, but after fully inserting the device into the artery, significant bleeding was noted around the distal sheath. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.